Event description:
Customer reported back flow from secondary into primary. The user hung a secondary infusion of ancef and observed back flow into the primary. No pt harm reported. No additional event details were available.

Manufacturer narrative:
(B) (4). (B) (4). The product has been requested to be returned for evaluation and customer was provided a shipping label; however, to date, the product has not been received. A follow up report will be submitted if further info is obtained.